Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed calibration and functionality tests which passed to factory specifications. Additionally, the stm ran the iabp unit on a test balloon without issue. It was noted that this is the second occurrence for the autofill failure on this unit and after speaking with a getinge regional ca lead it was decided to replace the pneumatic module assembly (pim) as a precautionary measure. The stm installed a new pneumatic module assembly and recalibrated the iabp unit. Subsequently, all safety, functionality, and calibration checks were completed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was experiencing autofill issues. There was no patient harm and no adverse event was reported.